Manufacturer narrative:
E1: patient city: (B)(6) patient country: australia. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) plan/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 12-mar-2026, this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples were visually inspected and tested for flow, leak test. All test results were within specifications. The batch record 6001065 was verified and it was found within specifications. This investigation has been updated because the malfunction code changed, which requires additional activities not included in the original investigation dated 14-nov 2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 11-mar-2026 against lot number 6001065 and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - trace moisture / superficial wetness. The review confirmed that lot 6001065 and the identified failure mode are not associated with any non-conformance report (ncr)s or corrective and preventive action (CAPA) plan of the same or similar nature. Similar complaints search: a query was run in the eqms on 11-mar-2026 against lot number criteria equal 6001065 and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - trace moisture / superficial wetness. The number of complaints is 1. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 6001065 was manufactured according to work instruction (wi) version 31 and manufactured in the line 8, on 18-apr-2023 with a total of (B)(4) units. Review of the DHR showed that an non-conformance (nc) 6001065 was found sterilization software upgraded in the lot number 6001065 and therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per (B)(4) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4) event occurred in australia. It was reported that patient faced infusion set leakage event on (B)(6) 2023. The leakage was at the site. The infusion set was inserted in abdomen and was in use for few minutes. No further information available.